Event description:
During use of the device for a cardiopulmonary bypass procedure, the cardioplegia volume delivery display of the cardioplegia monitor began flashing. An alternate device was employed and the procedure concluded. The user reported the surgical procedure was completed successfully. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval is progress, but not concluded.